Event description:
It was reported that during a gastrectomy the physician "had numerous issues with excessive bleeding and failed performance of the device." The failed hemostasis was taken care of with additional sutures. There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation so a root cause could not be determined. Potential causes for the reported issue can be attributed (but not limited) to end user technique, eschar build-up on the jaws and in the blade guiding slots as this can affect the sealing and cutting effectiveness, or grasping more tissue than intended between the jaws. Stryker sustainability solutions' instruction for use state: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7 mm in diameter." "Place the vessel or tissue in the center of the jaws. Avoid incomplete vessel sealing by not grasping tissue beyond the electrode surface or placing it in the jaw hinge." "Do not activate the ligasure system in the vessel sealing mode until the vessel sealing instrument has been applied with the proper pressure. Activating the system before this is done may result in improper seal and may increase thermal spread to tissue outside surgical site." "The user must select the appropriate bar setting to achieve the desired tissue effect." A review of the user facility's sales history shows this facility has only received 2 different lots of ligasure devices from lots 1744012 and 1845086. The lot control sheets from both lots were reviewed and they indicated that the devices from those lots passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.